Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the baby¿s temperature was unstable from 32.2c to 35.6c on the arctic sun device within a ten-minutes time. Nurse changed the probe and the arctic sun device. The temperature was more stable now. Nurse wanted to know whether the temperature shifts were patient or device related. Nurse was not currently in the patient's room and could go in there now. Mss explained that the temperature changed drastically within 10 minutes would be either the temperature probe or the temperature in cable were likely faulty. Mss also stated that if the patient might have temperature fluctuations that were patient related, they would not be that erratic so suddenly. Nurse would pass the information to the day nurse and have them call back before making any changes if they experience temperature fluctuations again.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the baby¿s temperature was unstable from 32.2c to 35.6c on the arctic sun device within a ten-minutes time. Nurse changed the probe and the arctic sun device. The temperature was more stable now. Nurse wanted to know whether the temperature shifts were patient or device related. Nurse was not currently in the patient's room and could go in there now. Mss explained that the temperature changed drastically within 10 minutes would be either the temperature probe or the temperature in cable were likely faulty. Mss also stated that if the patient might have temperature fluctuations that were patient related, they would not be that erratic so suddenly. Nurse would pass the information to the day nurse and have them call back before making any changes if they experience temperature fluctuations again.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak". It was unknown whether the device had met specifications. The product was used for diagnostic purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex temp-sensing catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the baby¿s temperature was unstable from 32.2c to 35.6c on the arctic sun device within a ten-minutes time. Nurse changed the probe and the arctic sun device. The temperature was more stable now. Nurse wanted to know whether the temperature shifts were patient or device related. Nurse was not currently in the patient's room and could go in there now. Mss explained that the temperature changed drastically within 10 minutes would be either the temperature probe or the temperature in cable were likely faulty. Mss also stated that if the patient might have temperature fluctuations that were patient related, they would not be that erratic so suddenly. Nurse would pass the information to the day nurse and have them call back before making any changes if they experience temperature fluctuations again.